Event description:
It was reported that during an attempt to cross the lesion with the stent, a dissection occurred proximal to the target lesion. Another multi-link stent was placed to treat the dissection. The target lesion was left untreated. Reportedly the pt was in stable condition post procedure.